Event description:
The event is reported as: complaint alleges while using the neptune heater; an artifact occurred on a philips monitor while on a patient. The heater was changed while using the same circuit and the artifact still occurred. The circuit was changed and the artifact discontinued. Patient's current condition is fine. First heater involved in event reference number: MDR #3003898360-2011-00263. Circuit involved in event reference number: MDR #3004365956-2011-00228.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent if additional pertinent information is received.